Manufacturer narrative:
The investigation of the impacted product was completed by the failure analysis lab on september 29, 2021. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 7351805 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed according to the mentor procedures, and it identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis experienced right sided deflation post procedure. As a result, replacement with a new mentor smooth round moderate profile 300cc saline prosthesis was performed on (B)(6) 2021.